Event description:
The patient reported he woke up in 2007, at 4 a.m. And his blood glucose reading was 49 mg/dl. He stated he drank an apple juice and went back to sleep. He said when he woke up a little after 7 a.m. His insulin infusion set tubing had come off of his infusion device adaptor. He stated his blood glucose reading was 298 mg/dl and he felt thirsty with a tingling feeling in his feet. He said he reconnected his tubing and bolused 4 units of insulin through his infusion device. The patient requested help in removing an air bubble from his tubing that he believes is the result of the tubing being disconnected. The patient was assisted with this and successfully primed out the air bubble. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.